Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and cardiac disorder ('heart disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), cardiac disorder (seriousness criterion medically significant), blood disorder ("blood disorder"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy: other"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, cardiac disorder, blood disorder, menorrhagia, anaemia, hypersensitivity, rash, skin disorder, bladder disorder, urinary tract disorder, alopecia, fatigue, migraine, headache, weight increased and vitamin d decreased had resolved. The reporter considered alopecia, anaemia, bladder disorder, blood disorder, cardiac disorder, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, migraine, rash, skin disorder, urinary tract disorder, vitamin d decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2012 (pfs). Patient had received treatment for dysmennorhea (cramping), blood/heart disorder, menorrhagia (heavy menstrual bleeding), anemia, bladder problems, urinary problems, hair loss, fatigue, migraine, headaches, weight gain, low vitamin d and not for allergy: other,rash/skin condition. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: incident category updated. Previously reported injury replaced by new events dysmenorrhea (cramping), blood/heart disorder, menorrhagia (heavy menstrual bleeding), anemia, allergy: other, rash/skin condition, bladder problems, urinary problems, hair loss, fatigue, migraine, headaches, weight gain, low vitamin d and their outcomes added as recovered / resolved. Reporter information, product indication and insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping),cramps'), cardiac disorder ('heart disorder') and genital haemorrhage ('abnormal bleeding general,excessive bleeding') in an adult female patient who had essure (batch no. 898933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hives and vitamin d deficiency. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), cardiac disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), blood disorder ("blood disorder"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy: other"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss,hair thining"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), feeling hot ("hot sweats"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), urticaria chronic ("chronic urticaria"), urticaria ("hives,"), hypertension ("high blood pressure"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), constipation ("constipation"), adenomyosis ("adenomyosis"), haemorrhoids ("hemorrhoids"), pruritus ("severe itching"), endometrial thickening ("late secretory endometrium"), uterine cervical metaplasia ("benign ectocervix with squamous metaplasia"), pelvic pain ("pelvic pain,chronic pelvic pain"), back pain ("lower back pain") and dizziness ("dizziness") and was found to have weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6)2016. At the time of the report, the dysmenorrhoea, cardiac disorder, blood disorder, menorrhagia, anaemia, hypersensitivity, rash, skin disorder, bladder disorder, urinary tract disorder, alopecia, fatigue, migraine, headache, weight increased, vitamin d decreased, vaginal haemorrhage, hypertension and constipation had resolved and the genital haemorrhage, feeling hot, mood swings, urticaria chronic, urticaria, nausea, vaginal discharge, adenomyosis, haemorrhoids, pruritus, endometrial thickening, uterine cervical metaplasia, pelvic pain, back pain and dizziness outcome was unknown. The reporter considered adenomyosis, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, constipation, dizziness, dysmenorrhoea, endometrial thickening, fatigue, feeling hot, genital haemorrhage, haemorrhoids, headache, hypersensitivity, hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, pruritus, rash, skin disorder, urinary tract disorder, urticaria, urticaria chronic, uterine cervical metaplasia, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2015 (summons) and (B)(6)2012, (B)(6)2012 (pfs). Patient had received treatment for dysmennorhea (cramping), blood/heart disorder, menorrhagia (heavy menstrual bleeding), anemia, bladder problems, urinary problems, hair loss, fatigue, migraine, headaches, weight gain, low vitamin d and not for allergy: other,rash/skin condition. Current weight; 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: bilateral occlusion. Lot number:898933 manufacture date: 2011-09 expiration date: 2014-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping),cramps'), cardiac disorder ('heart disorder') and genital haemorrhage ('abnormal bleeding general,excessive bleeding') in an adult female patient who had essure (batch no. 898933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hives and vitamin d deficiency. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), cardiac disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), blood disorder ("blood disorder"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), hypersensitivity ("allergy: other"), rash ("rash"), skin disorder ("skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), alopecia ("hair loss,hair thining"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), feeling hot ("hot sweats"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), urticaria chronic ("chronic urticaria"), urticaria ("hives,"), hypertension ("high blood pressure"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), constipation ("constipation"), adenomyosis ("adenomyosis"), haemorrhoids ("hemrroids"), pruritus ("severe itching"), endometrial thickening ("late secretory endometrium"), metaplasia ("benign ectocervix with squamous metaplasia"), pelvic pain ("pelvic pain,chronic pelvic pain"), back pain ("lower back pain") and dizziness ("dizziness") and was found to have weight increased ("weight gain") and vitamin d decreased ("low vitamin d"). The patient was treated with surgery (hysterectomy full, salpingectomy bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, cardiac disorder, blood disorder, menorrhagia, anaemia, hypersensitivity, rash, skin disorder, bladder disorder, urinary tract disorder, alopecia, fatigue, migraine, headache, weight increased, vitamin d decreased, vaginal haemorrhage, hypertension and constipation had resolved and the genital haemorrhage, feeling hot, mood swings, urticaria chronic, urticaria, nausea, vaginal discharge, adenomyosis, haemorrhoids, pruritus, endometrial thickening, metaplasia, pelvic pain, back pain and dizziness outcome was unknown. The reporter considered adenomyosis, alopecia, anaemia, back pain, bladder disorder, blood disorder, cardiac disorder, constipation, dizziness, dysmenorrhoea, endometrial thickening, fatigue, feeling hot, genital haemorrhage, haemorrhoids, headache, hypersensitivity, hypertension, menorrhagia, metaplasia, migraine, mood swings, nausea, pelvic pain, pruritus, rash, skin disorder, urinary tract disorder, urticaria, urticaria chronic, vaginal discharge, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2015 (summons) and (B)(6) 2012 (pfs). Patient had received treatment for dysmennorhea (cramping), blood/heart disorder, menorrhagia (heavy menstrual bleeding), anemia, bladder problems, urinary problems, hair loss, fatigue, migraine, headaches, weight gain, low vitamin d and not for allergy: other,rash/skin condition. Current weight; 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs received : lot number added. Following events were added : mood swings, abnormal vaginal bleeding, chronic urticarial, hives, high blood pressure, nausea, vaginal discharge, constipation, abnormal bleeding general, adenomyosis, hot sweats, severe itching, hemrroids, late secretory endometrium, pelvic pain, lower back pain, dizziness. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.